Event description:
It was reported that during a device check it was noted that the implantable pulse generator (ipg) had previously experienced an electrical reset. The device was checked for normal function and reprogrammed to its original settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical ram parity error was recorded on (B)(6) 2013. The parity error is considered low severity and the device should be able to recover after reset. (B)(4).